Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge onto the pump. Reportedly, the customer filled the cartridge with 95 units. The customer's blood glucose level was 98 mg/dl. The customer added additional insulin to the cartridge successfully and was able to resume insulin delivery.